Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The console was not returned for analysis; however, this console was serviced at the facility of the customer by a field service engineer (fse). The fse removed and replaced the acuspot adapter in a different position, and made adjustment so that the acuspot could be fitted and secured correctly. Alignment of the laser beam was performed. It was noted that the cable connector is damaged and should be replaced but it is functional and can be used. The laser passed full functional and electrical safety testing. Based on the information available, the reported event is confirmed. It is likely that the defective micromanipulator could have affected the device performance which contributed to the event experienced by the customer. Therefore, a conclusion code of cause traced to maintenance was assigned to this investigation.

Event description:
It was reported that the customer had concerns regarding alignment of the laser to the microscope. There was no patient involvement.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had concerns regarding alignment of the laser to the microscope. There was no patient involvement.